Manufacturer narrative:
A ge rep evaluated the system and found the hard drive was full. Ge rep removed old pt images. System operates as intended.

Event description:
Customer reported system will not save images. No pt injury was reported.